Manufacturer narrative:
Findings: reliability analysis inspected 3 opened/used enlite sensors and 1 of 3 sensors with cannula broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used. Checked 2 remaining sensor for broken or missing parts and none were found. Both sensors passed per specification.

Event description:
The customer reported via phone call indicating that they had a packaging anomaly. Customer's blood glucose was 82 mg/dl. The customer stated that on 2 of the sensors the serter was sticking and the 3 sensor that was opened doest not have a needle. The customer was advised to send back the sensor that did not have a needle and will replace.